Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The de novo lesion being treated was located in the non tortuous, non calcified, 85% stenosed proximal right coronary artery (rca). The vessel was not predilated. The physician inserted a bmw guide wire and jr4 guide catheter and deployed a taxus express2 8.8% 3.50 x 12mm drug eluting stent to 14 atm for 30 seconds in the rca. The balloon would not deflate after stent deployment. The physician advanced the guide catheter and retired the balloon and catheter to the aorta and then forced the entrance of the device into the catheter. The patient was asymptomatic while the ballon was inflated. The balloon was removed intact and still inflated. There were no reported patient injuries or omcplications. The procedure was successfully completed and the patient's condition was reported as "normal".